Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was contamination found on the force sensor component pins. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display was discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration. A review of the pump history showed a loss of prime warning associated with non-zero low force; an unidentified low force was detected. A one unit per hour basal program was executed for a 24 hour duration period in the pump; no loss of prime or prime related warnings were duplicated. The force sensor calibration was found to be within specifications. There was moisture contamination observed on the force sensor pins. There was no indication that loss of cartridge detection occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.